Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Per the physician¿s opinion and based on the information reviewed, the cause for single leaflet device attachment (slda) was attributed to user technique. It should be noted that the intended use section of the mitraclip ntr/xtr system instructions for use (IFU) states: "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation." The reported off-label use was due to the mitraclip device being used on a tricuspid valve; however, the off-label use did not likely contribute to the slda. The reported difficult to deployment cannot be determined. The reported tricuspid regurgitation (tr) was likely an outcome of the slda. Tr is listed in the mitraclip IFU and is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report delay activation and single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. An xtw clip was inserted without issues, and the leaflets were successfully grasped. When deploying the clip, it was noted that after the mandrel released from the clip, it became caught on one of the clip arms. The physician stated that prior to the mandrel becoming caught on the clip arm, there were no issues during deployment. Also, all steps were performed per the instructions for use (IFU). To detach the mandrel from the clip arm, the physician pulled back on the handle of the clip delivery system (cds), but this applied tension on the valve. The mandrel then released from the clip arm, however, it was noticed on fluoro that the clip had detached from the anterior leaflet, and remained attached to the septal leaflet (single leaflet device attachment/slda). The physician stated that the pulling on the mandrel pulled the anterior leaflet out of the clip. It was noted that no tissue damage occurred to the leaflet. No additional clips were implanted, and tr remained at a grade of 4. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.